Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of the "channel a select key not working." This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of the "channel a select key not working" was found and confirmed during product evaluation. The assignable cause was identified as a faulty pump head module (phm) keypad. To fix the condition of channel a select key not working found during service to phm keypad on channel a was replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated.